Manufacturer narrative:
Evaluation, conclusion - reported complaint of breakage was confirmed. Investigation results: one 4.5 footprint ultra pk suture anchor inserter was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The distal end of the inner shaft has broken off. A corrective action has been opened to address this failure mode. This investigation is ongoing. (B)(4).

Event description:
During an open rotator cuff repair, it was reported that when the surgeon rotated the torque limiter, an abnormal noise occurred and the tip of the inner shaft broke and remained inside the patient's body. The operation was completed with the same device. There is no information regarding the patient's post-operative condition. There was a twenty minute procedural delay reported. Follow up received indicated that there are no plans to remove the particles from the patient. A 3.8mm tapered awl was used. The awl was tapped until its razor mark contacted the bone surface.